Event description:
My son has a medtronic 630g insulin pump. The reservoir holds 300 units of insulin which is pushed up by a piston when insulin is delivered. Yesterday his pump piston malfunctioned and pushed 260 units of insulin into his body requiring an ambulance to take him to the hospital and then taken by another ambulance to a (B)(6) hospital. He would have died from this issue and medtronic just wants to replace his pump. I am terrified to put this pump back on my child.